Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that following the implant of the leadless pacemaker, new defibrillation threshold (dft) testing was performed. However, the subcutaneous implantable cardioverter defibrillator (s-ICD) undersensed the induced ventricular fibrillation (vf) due to the presence of myopotential noise from diaphragm spasms. It was noted the vector was programmed to primary at the time. After about 35 seconds, an external shock was delivered to convert the induced rhythm. It was recommended to perform a new induction in the secondary vector, to avoid sensing the diaphragm spasms, but the physician did not want to perform a new test. Technical services reviewed the available data and confirmed the observations were related to noise from the diaphragm and not any interaction with the leadless pacemaker. It was noted that the s-ICD had been implanted in (B)(6) 2023 and no induction test had been performed at that time. Technical services reiterated the recommendation to perform a new induction test. A review of the vector scores confirmed both the primary and secondary vectors appeared suitable for sensing going forward. In the s-ecgs, where secondary is selected and a paced rhythm is present, the r:t ratio is slightly reduced compared to those s-ecgs in which there is no pacing from leadless pacemaker. It was noted the final programmed vector was secondary and the patient will continue with normal device follow ups. No adverse patient effects were reported. The s-ICD and leadless pacemaker remain implanted and in service.